Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported his device is beeping twice a day. Upon interrogation the check shocking lead message was observed due to high out of range shock impedance measurement of 130 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. It was noted that there was also a high shock impedance of 124 ohms one month earlier. The device and lead were reprogrammed to a different vector. At this time the device and lead remain in service and no adverse patient effects were reported.